Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The patient stated that he had recently under gone leg surger. The physician decided to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.